Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the lifevest that was being covered by bandages. The area was described as an irritated wound. The patient reported that nursing staff has been caring for the irritation. During a follow-up, the patient indicated that the irritation had improved.